Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector, damaged monitor case) has been confirmed. Upon investigation the monitor's belt receptacle had missing guide pins and the monitor enclosure was cracked at the belt receptacle. A belt was unable to securely latch to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor had a damaged case and belt connector.